Event description:
Patient developed burn in left inner buccal mucosa from the electrosurgical unit. Performance tested device in all modes of operation. Checked return ground dispersive electrode integrity. Nothing wrong was found with device.